Manufacturer narrative:
Batch reviews performed on 06 november 2017. Lot 168466: (B)(4) items manufactured and released on 07 march 2017. Expiration date: 2022-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4, code 01.29.204, lot. 172255 (k112115) (B)(4) items manufactured and released on 31 july 2017. Expiration date: 2022-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. Pathogen was confirmed as serratia.the liner and the head were explanted and replaced. The surgery was completed successfully.